Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin during priming, customer changing batteries more frequently than used to and insulin pump had rejected new batteries before. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.